Event description:
"The patient underwent right chest wall venous access port implantation under local anesthesia at 08:50 on (B)(6) 2024. During the operation, the guide wire placed in the superior vena cava via the internal jugular vein could not be removed. The relevant department was invited for consultation, and chest CT, echocardiography and other examinations were completed. The guide wire was removed from the catheterization laboratory with the assistance of the physician of the cardiovascular medicine center preliminary handling of event:guidewire removal had been performed in the catheterization laboratory with the assistance of a physician at the cardiovascular medicine center, and the patient was now in good general condition with stable vital signs."

Manufacturer narrative:
Note: product reference: (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: the batch record, number 37024225 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in april 2024. Summary of investigations: no device was returned preventing a thorough survey. No pictures/videos of the complaint sample/observed defect were transmitted. - raw material historical review: the supplier performed on the j-guidewire batch a 100% visually inspection during in-process control and a final quality control in accordance with the ansi/asqc z1.0 requirements. The j-guidewire batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. No similar complaints were reported on device produced with this j-guidewire batch. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. However it is worth noting that the guidewire breakage is generally due to a too strong traction force being exerted on the guidewire during removal while it is blocked. The causes of this blockage can be: - removal of the guidewire through the seldinger needle. This is incorrect practice. The IFU specifies "never withdraw the j-guidewire throught the seldinger needle to prevent shearing of the guiedwire. Remove the guide-wire and the dilator together. Do not remove the guide-wire through the dilator as this may result in the guide-wire unravelling." - a piece of human tissue taken from the patient during needle insertion that ends up between the guidewire and the wall of the seldinger needle. Conclusion: based on the realized investigation, no failure during manufacturing has been revealed. Without the concerned sample/conclusive picture, no thorough investigation can be performed, preventing the determination of the root cause of the met defect. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is rare ((B)(4)). No actions plan is foreseen at that time.